Event description:
The hosp reported that during the saphenous vein harvesting procedure, the conical tip detached inside the pt's leg. The scope was used to retrieve the conical tip. No pt complications were reported.